Manufacturer narrative:
Product event summary: the full lead was returned for analysis. Analysis was performed and no anomalies were found.

Event description:
It was reported that the patient experienced diaphragmatic muscle stimulation post-implant procedure. The left ventricular (lv) lead was determined to have dislodged after taking an x-ray and was the cause of the stimulation. A lead revision was attempted, but due to the patient's vessel anatomy the lead could not be fixated well. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.